Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2016 with the following findings: during investigation, a review of the pump alarm history showed multiple consecutive cs054/cs052/cs012 alarms. The pump powered on and displayed the verify screen. The pump¿s auditory and vibratory features functioned normally. During testing, the pump performed the prime steps successfully and the pump was exercised for 24 hours on a 1 u/hour basal rate with no call service alarms occurring. The pump was opened and no intermittent conditions were found on the printed circuit board. The original complaint of a cs 012 call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.